Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test due to detached end cap. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during fill tubing. Customer stated the drive support cap appears normal. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.